Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced an abnormal transmitter behavior. The patient reported an oily residue on the transmitter connectors. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no oily residue was found on the device. The reported event of abnormal transmitter behavior could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced an abnormal transmitter behavior. The patient reported an oily residue on the transmitter connectors. No additional patient or event information is available. Data was provided for evaluation. The reported event of an abnormal transmitter behavior was not confirmed via data. A root cause could not be determined.